Event description:
It was reported that the liner was found to be worn. The surgeon considered that replacement of the liner was necessary because the patient had multiple dislocations. The revision surgery will be performed on an unknown date. The liner will be replaced with new ones. No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.